Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there is no indication of any transfer of energy that would result in a burn. It was noted, however, that the front therapy electrode was leaking gel. This could not be ruled out as a potential contributing cause to the appearance of a bruise.

Event description:
A us distributor contacted zoll to report that the patient developed a bruise under the front therapy electrode that was painful and appeared almost like a burn. The patient followed up with the physician who agreed that it looked like a burn and prescribed ointment. Follow up indicated that the area healed.